Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device failed functional testing. X-ray inspection showed wire breaks inside ch connector and ch connector bend relief point.

Event description:
The customer reported the device works intermittently. No patient impact or consequences reported.